Event description:
It was reported that a remote care center provided a report from when the patient was in for an ablation procedure. The lead exhibited 0 ohm shock impedance one time. It is suspected there was possible electronic equipment when the monitoring took place. Additional testing was recommended. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.